Event description:
I've had silicone implants for 20 years and have suffered many health issues. Most significantly, my daughter was born with severe health issues similar to spina bifida. Can you please help?